Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during compounding, a leak was observed from the administration port of an exactamix 500 ml eva tpn bag. The device was filled with 2.5% amino acid solution and 10% dextrose with electrolytes. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between august 28, 2018 - august 29, 2018. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed leakage at the spike port cap from the base of the spike port. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.